Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin rash and that the electrodes were digging into his skin. The patient's doctor prescribed a cream for the rash and skin irritation. Follow-up indicated that the rash was improving.